Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 420 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and the missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.